Event description:
User alleged system was inaccurate. Received 3.4 mm registration (spec < 10) but visual verification showed locatable guide (lg) was 2-3 cm from main carina (mc). The patient sensor triplet (pst) was replaced as a precaution. The physician then re-registered many times and finally received 10.1 mm registration (spec < 10) but visual verification was good and the physician proceeded to the lesion. The physician was able to navigate to the lesion and get samples, which yielded a positive diagnosis. There was no harm or injury to patient.

Manufacturer narrative:
A superdimension sales representative was at the site during the case and reported that a component of the superdimension system, the patient sensor triplet (pst), was replaced. At this time, superdimension has not yet received and or processed the return.